Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc.(isi) technical field specialist (tfs). Tfs noticed that the left eye went on and off. Tfs accessed crt (cathode ray tube) which is one of the monitors in the hrsv and found that the power plug on left crt was not seated fully. He reseated the plug and the system was functioning per specifications. According to isi tfs the power plug may have got loose over time. The customer does not have access to it as it is under the covers of the ssc. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Part replaced to correct reported problem. System tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was not functioning, there were no images or icons at all in the left eye and it was completely black. The function of a hrsv is to display the surgical site and provide extended system information via icons and text messages. The site contacted intuitive surgical inc. (Isi) technical. Support for assistance, however troubleshooting was unable to resolve the issue. The patient was in the operating room, under anesthesia and the ports were placed when the surgeon decided to complete the planned procedure with another da vinci system. There was no patient harm, adverse outcome or injury reported.